Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is poor separator movement of two tubes. No patient impact reported. The following information was provided by the initial reporter: "customer stated these specific sst tubes are not spinning down and separating. The expectation is gel separates the red cells and serum after centrifuging. We are observing gel remains on the bottom of the tube."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: describe event: updated to include the failure mode, gel air bubbles, which was found upon investigation in return material from customer. D9: device available for evaluation: yes. D9: returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed in the photos. Gel airbubbles was not observed in the photos. Additionally, the customer samples were visually inspected for gel abnormalities. One out of 5 samples presented with a gel airbubble. No other defects were observed. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint can be confirmed for gel airbubbles based on the customer return samples. Poor barrier separation, while it was noted in the photos, cannot be confirmed as a product defect, as the tubes were used off-label (customer reported a clot time of 15 to 20 minutes). Bd was not able to identify a root cause for the gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is poor separator movement and air bubbles found in two tubes. No patient impact reported. The following information was provided by the initial reporter: "customer stated these specific sst tubes are not spinning down and separating. The expectation is gel separates the red cells and serum after centrifuging. We are observing gel remains on the bottom of the tube. 1 of 5 customer samples failed due to a gel air bubble at the bottom of the gel."